Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose reading of 300 mg/dl. Blood glucose level at the time of the call was 401 mg/dl at the time of call and treated with insulin pump.. Customer experienced symptoms related to high blood readings such as headache, hot flash and feeling thirsty. Customer also reported getting kinked cannula with their infusion set. Troubleshooting and high pressure test were not completed. The insulin pump was not replaced or returned for analysis.